Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg), an inquiry was received regarding the device pacing atrial/pace (ap) for three beats. The ap following interval is each time longer than the paced interval. Evaluation of device data identified the ap is a managed ventricular pacing (mvp) related algorithm limitation providing pvc pause suppression logic when the lower rate is programmed below 60 beats per minute (bpm). There is no risk to the patient. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.